Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was not active at the time of the incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 30 mg/dl and over 30 mg/dl at the time of call. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. Troubleshooting was not performed for low blood glucose. The insulin pump will not be returned for analysis.